Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 22 mg/dl. The patient stated that his insulin pump was not delivering insulin so when he treated with manual injections he gave himself too much insulin and ended up in the hospital. The customer was treated with orange juice, food, and what he believes to be a dextral shot. Troubleshooting was initiated for the low blood glucose and to inspect the pump and its corresponding treatment components for damage and functionality. Cracks were found on the battery compartment and the upper right corner of the display screen. The customer did not recall how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was programmed with the correct time and date and monitored for one day with no time loss or gain noted. No crack was noted to the display. The insulin pump was received with cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.